Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shock due to noise oversensing. This patient did not pass any screening position and it was pursued as if she would not have any device if she did not get this s-ICD. Data analysis was performed, technical services confirmed that the inappropriate shock was due to movement/myopotential signal and provided troubleshooting options. Additionally, noise appeared to be discriminated appropriately although teeth brushing motion did create noise of similar nature to inappropriate shock episode. This patient was seen in-clinic, other vectors were checked, and this device was reprogrammed. It is at the physician's discretion to revise the system position or use other medical means of treatment. No adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shock due to noise oversensing. This patient did not pass any screening position and it was pursued as if she would not have any device if she did not get this s-ICD. Data analysis was performed, technical services confirmed that the inappropriate shock was due to movement/myopotential signal and provided troubleshooting options. Additionally, noise appeared to be discriminated appropriately although teeth brushing motion did create noise of similar nature to inappropriate shock episode. This patient was seen in-clinic, other vectors were checked, and this device was reprogrammed. It is at the physician's discretion to revise the system position or use other medical means of treatment. No adverse patient effects were reported. This device and electrode remain in-service. Additional information was provided, it was reported that the patient had recently downloaded new data for review. The presenting egm from (B)(6) 2023 showed p-wave oversensing which is considered typical in the secondary vector and low r-wave signals. No adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shock due to noise oversensing. This patient did not pass any screening position and it was pursued as if she would not have any device if she did not get this s-ICD. Data analysis was performed, technical services confirmed that the inappropriate shock was due to movement/myopotential signal and provided troubleshooting options. Additionally, noise appeared to be discriminated appropriately although teeth brushing motion did create noise of similar nature to inappropriate shock episode. This patient was seen in-clinic, other vectors were checked, and this device was reprogrammed. It is at the physician's discretion to revise the system position or use other medical means of treatment. No adverse patient effects were reported. This device and electrode remain in-service.